Event description:
The manufacturer representative reports the patient's entire system was removed due to infection. No patient symptoms or causative agents were reported. The exact date of explant is unknown, however, the patient does have a new system currently in place. Additional information has been requested from the hcp but was not available on the date of this report.